Manufacturer narrative:
Investigation outcome: the device was startet on may 2025, but on 27 july 2025, repeated technical faults occurred (ambient failure and reference voltage errors). The most likely cause is unstable voltage references (+2.5 v and +3 v) due to defective components on the control board. The technician on site informed hamilton medical ag that the control board, driver board and loud speaker were replaced. Service software and function checks all passed. Device has been returned to customer ready for service. However, the part most likely linked to the present event was the control board. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
It was reported: facility staff says that during ventilation, they device alarm and when they got there device was in ambient mode and alarming. Patient was removed from device and placed on another." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet. So far no relation to the device has been established.